Manufacturer narrative:
The device was not returned, but logs were reviewed and the reported event of the hemosphere stream displaying inaccurate blood pressure readings was not able to be confirmed. The hemosphere stream serves as a transmitter to send the arterial waveform information calculated by the pressure controller (pc1q) to a third-party monitor. The hemosphere stream does not display or calculate blood pressure values. Additionally, the values displayed on the third-party monitor from the arterial waveform were compared to a vita monitor with the pc2k pressure controller and hrs. Per the voice of customer the hrs was placed at about 4 inches, which may not be at heart level. The comparison between the vita system and the pc1q is invalid as the pc1q calculates the waveform at the heart level. Lastly, the arterial waveform calculated by the pc1q and transmitted by the hemosphere stream was validated against an arterial pressure line which may differ from a blood pressure obtained from nibp, which has been cited to overestimate blood pressure in hypotensive patients. Report 2015691-2025-10596 was submitted for the pc1q involved in the case, which has been confirmed to be the suspect device. The hemosphere stream module is no longer considered to be at fault and therefore the complaint against the hemosphere stream is no longer reportable. Complaints incidence will continue to be monitored, and applicable actions will be taken as required.

Manufacturer narrative:
Additional product code: dxn the device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Report with FDA report ID: 2015691-2025-10596 was submitted for the pc1q that was used during the case. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, a hemosphere stream module with a pc1q had a performance discrepancy compared to a vita monitor. At the start of the case, the stream module with pc1q had a reading of 67/43 (51), the vita monitor with pc2k had a reading of 60/46 (52) and the non invasive blood pressure cuff (nibp) had a reading of 89/66 (74). After 10 minutes, the table was raised and the procedure started. At this time, the stream module with pc1q had a reading of 94/53 (70), the vita monitor with pc2k had a reading of 105/64 (83) and the non invasive blood pressure cuff (nibp) had a reading of 127/90 (99). The hs stream continued to show a map difference of 18 to 20 mmhg compared to the vita throughout the case while the vita monitor trended closer to the nibp. Nibp was consistent throughout the entire case. Stream sqi was between 3 to 4 and the vita was 4. The vita monitor was set up on the right index finger with the hrs clip at about 4 inches. The stream monitor was placed on the right ringer finger. Physician treated to the vita monitor and nibp. Due to the value difference, the clinician did not trust the stream module with pc1q. It was noted that the patient's hand appeared curled after the draping was removed, but there were no patient injuries.